Manufacturer narrative:
During preventative maintenance (pm) performed by the customer's biomed engineer, the thermogard hq console (sn (B)(6)) failed to detect that the roller pump lid was closed. The thermogard console was further investigated by zoll service personnel at the customer site. The reported issue was confirmed during the functional testing as it failed to detect that the pump lid was closed, thus confirming the reported complaint. The root cause for the reported complaint was a possible saline fluid spill that damaged the raceway hall sensor and pump rotor. The overflow of saline into the pump raceway was likely caused by a defective start-up kit (suk) or attributed to user mishandling. However, no previous event was found for a leaking suk associated with this thermogard hq console. The raceway rotor assembly was replaced to address the reported complaint. A review of the event log showed no significant error messages or discrepancies. Following the service, the thermogard hq console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq console with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed by the customer's biomed engineer, the thermogard hq console (sn (B)(6)) failed to detect that the roller pump lid was closed. No patient involvement.